Manufacturer narrative:
The field report of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured, and it was within product specification. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a new implant. It was noted that when a guidewire was inserted into the left ventricular (lv) lead, the guidewire pierced through and exited through the middle of the lv lead. The physician questioned the integrity of the lv lead. A second lv lead was attempted multiple times, but parameters were not very good, no pacing was observed. The physician suspected a malfunction on this 2nd lv lead. The operation was longer than normal due to patient anatomy but there was no significant delay in the procedure. The 2nd lv lead was removed. The patient's heart failure was aggravated by lying for too long and the physician opted for a different surgical method to complete the operation. The patient was stable.